Manufacturer narrative:
The disposable set was not returned for investigation. The retention sample of the associated lot was reviewed and tested, including leak testing and introducing fluids to the sample, and nothing notable was identified. There were no leaks observed. All buddy disposable sets manufactured are 100% leak tested prior to release. The manufacturing records of the associated lot were also reviewed and there were no anomalies related to the pressure relief valve observed. A review of complaints for the past year indicated no trend of this failure mode. No patient injury was reported. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the crna experienced fluid leaking from the pressure release valve on the buddy disposable set.